Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient presented with shortness of breath (sob) and edema. Further assessment revealed valve stenosis. A valve in valve procedure was performed with a 23 mm sapien 3 ultra valve with an additional 2 cc of volume. Post procedure, the echo gradient was noted to be 6 mmhg. The patient was then discharged to recovery. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. However, medical records were provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve stenosis, leaflet thickened, and leaflet motion restriction were confirmed based on the medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported events. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported events. As reported, "approximately 4 years 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient presented with shortness of breath (sob) and edema. Further assessment revealed valve stenosis. A valve in valve procedure was performed." Additional information received via medical records revealed a severely stenotic 23 mm sapien 3 valve with thickened and restricted leaflets. The vmax was 5.0 m/s, the aortic valve mean gradient was 59mmhg, and the aortic valve area (ava) was 0.6 cm2. There was no evidence of valvular leak or pvl. Per the IFU, thickened leaflet is a potential adverse event associated with the use of valve. Thickened leaflets can result from a number of factors, including valve degeneration, calcification, endocarditis, and prosthetic valve thrombosis. In this case, a definitive root cause for the thickened leaflets was unable to be determined; however, it may be due to patient factors not provided. Per the IFU, valve stenosis is also a potential risk associated with bioprosthetic heart valves. In this case, leaflet thickening could reduce the effective orifice area (eoa) resulting in stenosis. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the reported event. As the leaflets are thickened, it could also affect the leaflet functionality/coaptation of the leaflets, resulting in leaflet motion restriction. In this case, available information suggests that patient factors (leaflet thickening) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions) and h6 (device code). Additional information received via medical records revealed a severely stenotic 23 mm sapien 3 valve with thickened and restricted leaflets. The vmax was 5.0 m/s, the aortic valve mean gradient was 59mmhg, and the aortic valve area (ava) was 0.6 cm2. There was no evidence of valvular leak or pvl. The investigation is still ongoing.